Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device functionality testing confirmed ability of the monitor to detect a treatable arrhythmia and deliver a treatment. Electrode belt sn (B)(4) has not yet been recovered from the field. There is no indication that the electrode belt caused or contributed to the patient death.

Event description:
Zoll was notified by a us distributor that a patient passed away on (B)(6) 2016 after experiencing a treatment event. It was reported that the patient was unconscious at the time of the event. A review of the event revealed that the patient was treated by the lifevest prior to passing. Review of the treatment event revealed that the patient received 6 treatments on (B)(6) 2016. The patient was treated appropriately with a rhythm of ventricular fibrillation (vf) at 21:10:36. The patient then received an inappropriate treatment with a rhythm of asystole at 21:10:58. The patient was then treated appropriately with a rhythm of ventricular fibrillation (vf) at 21:11:52. The patient was then treated inappropriately with a rhythm of asystole at 21:12:14. The patient was then treated appropriately a third time with a rhythm of ventricular fibrillation (vf) at 21:12:35. The patient was then treated inappropriately with a rhythm of asystole at 21:13:06 and the post shock rhythm was vf. A non-treatable rhythm was detected at 21:13:23 and the device was shutdown at 21:14:07. Oversensing of small cardiac signal contributed to the false detection. The patient passed away on (B)(6) 2016.